Event description:
A pt reported they were unable to receive a reading on their one touch ultra meter due to their meter allegedly would only prompt the "error 2" and "error 4" messages. There was no result on their meter as the pt was unable to test. Treatment was the pts medication for diabetes, a pill (type unknown). No further info has been reported. No serious injury or allegation of harm.